Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, e2, e3, g2(health professional checkbox selected), h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a defective digital light source cable (maj-1933) caused a communication abnormality, resulting in a fuzzy image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the problem occurred before a diagnostic upper endoscopy, which was completed with a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had fuzzy image when connecting to scopes. There were no reports of patient harm.